Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. Unit generated no software warnings or errors. Unit powered on with all returned power cables. No frayed or exposed wires were observed. Unit stayed on during the investigation without shutting off. Patient data backup was performed successfully with returned gsm modem. Unit passed all portions of diagnostic test. No additional complaint is required. Complaint of ¿frayed power connector plug¿ could not be replicated and determined to be unconfirmed.